Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance. It was noted that the impedances were stable until the date of the event. Technical services (ts) suggested troubleshooting actions and reprogramming. The lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).